Event description:
It was reported that on 1 september 2022, a 30-25mm amplatzer talisman pfo occluder was selected for implant. The first disc positioned perfectly, but the second disc did not inflate properly and was shaped like a tire. It was replaced with a 25-18mm amplatzer talisman pfo occluder, and the procedure continued without any further incident. The patient is reported as stable. Subsequent to the previously filed report, additional information was received that the second disc presented in a bulbous deformation when deployed in the patent foramen ovale (pfo) tunnel. There was notice of any kinks or other irregularities in the delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of device deformation was reported. One image was received from the field appearing to show the device in the patient. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. Information from field indicated that deployed in the pfo tunnel during deployment but there was no angulation or kink noticed in the delivery system. Based on the information received, the cause of the reported event could not be conclusively determined but may have been caused by anatomical interference. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 30-25mm amplatzer talisman pfo occluder was selected for implant. The first disc positioned perfectly, but the second disc did not inflate properly and was shaped like a tire. It was replaced with a 25-18mm amplatzer talisman pfo occluder, and the procedure continued without any further incident. The patient is reported as stable.